Event description:
It was reported that on (B)(6) 2022, the below items were found to be damaged in spd at the hospital. T15 cannulated screw driver had twisted tip. 2.0/2.4mm depth gauge tip was broken. 4mm hex cannulated screw driver had a defect in the rubber of the handle. The items were set aside in spd of the hospital for repair/replace. There was no patient consequence. This complaint involves three (3) devices. This report is for one (1) scrdrivershaft-hex f/cannscr ø6.5+7.3 this is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: it was reported that on (B)(6) 2022, the below items were found to be damaged in spd at the hospital. T15 cannulated screw driver had twisted tip. 2.0/2.4mm depth gauge tip was broken. 4mm hex cannulated screw driver had a defect in the rubber of the handle. The items were set aside in spd of the hospital for repair/replace. There was no patient consequence. This complaint involves three (3) devices. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment (img_1340). Visual analysis of the photo revealed that scrdrivershaft-hex f/cannscr ø6.5+7.3 was observed broken from blue handle. The broken fragment, deformed or bent condition were not observed in the photo. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for scrdrivershaft-hex f/cannscr ø6.5+7.3. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation cannot be performed due to lot number being unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part : 314.050-us, lot no: l355089, release to warehouse date: 24 may 2017, manufacturing site: werk hagendorf. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the blue handle of the scrdrivershaft-hex f/cannscr ø6.5+7.3 has broken, the broken fragments was not returned. Deformed condition cannot be confirmed, the surface of device has not signs of deform. No other issues were observed. A dimensional inspection was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the scrdrivershaft-hex f/cannscr ø6.5+7.3 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.